Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens -15.0 diopter into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 with a same size different diopter lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Weight, ethnicity, race-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid with residue/ debris in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).